Manufacturer narrative:
The device was received for evaluation. During functional testing, no downstream occlusion alarms occurred. The device was tested for downstream occlusion detection with passing results. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through the event history log however no component issue was identified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not successfully tested for downstream occlusion detection due to a false downstream occlusion alarm that occurred. There was no patient involvement. No additional information is available.